Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci products to perform failure analysis testing. The sureform 60 stapler instrument was analyzed and failure analysis confirmed the reported issue through the error logs. The sureform 60 stapler instrument was used at the site on march 20, 2024, using system sk2137. The logs showed one firing failure due to tissue thickness. The stapler was installed onto an in-house system and fired on a test foam using an in-house white reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No firing errors were replicated during in-house testing. The sureform 60 black reload was analyzed and found to have the knife exposed within the knife track. The reload was found to have a firing failure with the stapler. The log review showed that this reload was fired partially using system sk1256 on february 2, 2024. The knife was exposed towards the middle end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform 60 stapler instrument had tissue too thick to continue message on the screen, the stapler instrument was unclamped, and the blade was still exposed. The customer was unable to remove the reload even after twisting the knob on the sureform stapler instrument. A fragment fell into the patient and was retrieved during the same surgical procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.